Event description:
It was reported that the catheter broke and the broken portion migrated into the left cava vein and right atrium.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.